Event description:
(B)(4). Thought I pulled a muscle in my back. Doesn't feel like a pulled muscle. Can't bend or sit a certain way. Can't lift things. Pain radiates from lower back up my back. Will make an e.r trip if it doesn't improve in a few days. Feel depressed and amp; not motivated. Bloated and amp; gaining weight. Very emotional.